Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the anchor come with the tip loose into the package. The doctor try to use it into the patient anyway but when he try to put it into the joint, the tip was totally detach. It was rescue and sent it back inside the package to be analyzed. The patient do not suffer damage and the procedure was completed successfully. The probable root causes could be: 1) severe shipping conditions, 2) excessive force applied on device, or 3) movement of guide out of orientation.

Event description:
It was reported that the tip detached during the procedure. All pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip detached during the procedure. All pieces were removed and the procedure was completed successfully.